Event description:
It was reported the pt underwent an angiogram in early november and returned for intervention. An angio-seal device was deployed following the interventional procedure. The pt was discharged two days later. The pt presented to the hosp nine days later with right groin pain and was diagnosed with an infection and hematoma at the previous access site. The right leg was warm without discoloration; pulses palpable and weak. Vanocmycin was administered to treat the infection. By a week later, the pt was reportedly doing fine. The physician does not allege the incident was caused by the angio-seal device.